Event description:
Patient has eogo confirmed on CT scan performed on (B)(6) 2025. Initial CT scan done on (B)(6) 2025. Per CT report: outflow cannula: thrombus: linear low attenuation structure with calcium in ascending portion of outflow tract, possible thrombus. Significant stenosis >80% of outflow canula at bend relief likely related to biodebris. Encroachment. Kinking: none.